Event description:
It was reported that ventricular oversensing was observed. The pulse generator was programmed to the unipolar configuration and oversensing was eliminated. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.